Manufacturer narrative:
Concomitant medical products: product ID 37082-20, serial# (B)(4), explanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient¿s 20 cm extension had migrated twice. The neurosurgeon had tried to place it deeper without success. The hcp believed the length of the extension was causing the migration and was going to try replacing the extension with a longer model. The migration was ¿not outside¿ but was bothering the patient a lot, ¿like it is sticking.¿ it was unknown if the extension had been replaced yet. Additional information reported that the extension had turned 90 degrees and one of the ¿y-legs¿ was irritating the patient. It was noted that ¿something is outside.¿ the patient had been scheduled for a replacement with a longer extension, but the date was unknown. It was also noted the patient was female. The patient was said to be doing ¿fine¿ and getting effective therapy. Additional information was requested but was not available at the time of this report.